Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had an issue I which 3 of the nurses were not able to pull any medication. The customer reported that the while the nurses tried to pull the medication, they were getting an error as "unexpected service operation error occurred". The malfunction occurred while the user was trying to issue the medication to the patient. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were not able to pull any medication. A technical support specialist (tss) performed a reverse sync on the station, pulled transactions and added them to ephi, followed by a full sync. The station was up and running with no issues. The system functioned as intended after the technical support specialist troubleshot the device.